Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that following a glaucoma stent implant procedure in the left eye, the patient's intraocular pressure (iop) is permanently too low. It was confirmed that the stent is positioned correctly. The patient complains of significant pressure sensitivity on the left upper eyelid. It was reported that the patient's prognosis is unknown.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is (B)(4) additional complaint associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. Insufficient information was provided to adequately evaluate the case. There is no mention of stent system failure. Low iop, or hypotony, is an established risk associated with use of the stent system that is clearly specified in the product labeling. (B)(4).